Event description:
It was reported that an implantable cardiac monitor (icm) had false pause episodes. The icm was determined exhibiting under sensing. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.